Event description:
The reporter stated that a ppt had a manta ray anterior cervical plate implanted for degenerative disc disease. Post operative radiographs taken 6 weeks after surgery showed that a self tapping. Variable screw has started to back out. During the surgical procedure, the variable drill guide was used, the guide was fully seated and the screw was not overangulated. Intraoperatively, screws were confirmed to be seated, and the retaining arm was over the head of the screw. The pt has not been brought back for revision surgery.

Manufacturer narrative:
A review of the device history records of all device lots showed no anomaly. The complaint sample part will not be returned so an exact device history review is not possible. Integra's investigation determined that x-rays do not clearly show if the screws are, or were, locked properly to begin with. There is no indication of broken retaining arms on the plate on the x-ray. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.